Manufacturer narrative:
Corrected data: this report is to clarify the initial vmsr in which we reported 5 lens damaged events of which 2 were haptic detached and 3 were haptic damaged. Haptic detached and haptic damaged are considered lens damaged and are coded as (1069). The iol is comprised of the optic and haptics which is a single device. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: there was 1 investigation completed during this period for serial number (B)(6). Initially, this event was reported as serial# unknown for iol model ar40e. The product was returned and the device evaluation is as follows: device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was removed and replaced. Before and after cleaning the lens, scratches and lens damage were observed, and the same haptic was observed to be detached and damaged (bent). The complaint issue was confirmed however, this can be attributed to handling during insertion and cannot be confirmed to be related to manufacturing. No product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
There are 2 investigations completed, during this period. Breakdown of 2 investigations with respective serial numbers are as follows: (B)(6), no product returned; (B)(6), lens cut,dc-haptic damaged. The investigations concluded, that product met manufacturing release criteria. And no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received, during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of 5 events is as follows: haptic damaged: 3. Haptic detached: 2. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. (B)(4): 1. 3 investigation were completed, and 2 investigations are pending from this period. Breakdown of 3 completed investigations: (B)(4): haptic detached. (B)(4): no product returned. (B)(4): no product returned. The investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes (noe) 5 (/noe) malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events